Event description:
Subacute perforation of a st. Jude medical model 7000/65 ventricular defibrillating lead. This lead was implanted by drs saavedra and abraham in 2007 at medical center. There was a transient period of hypotension during implantation not requiring specific support. A post-implant echocardiogram was reported as showing no pericardial effusion. By clinical circumstances the perforation occurred on three days later, when the pt re-presented with a hemopericardium and lead perforation into the pericardial space in association with a hemorrhagic pleural effusion. He underwent emergent lead extraction and replacement with an alternative lead on the following day, at the hosp. Emergent pericardiocentesis and urgent drainage of a hemorrhagic pleural effusion were required, together with administration of blood products. The pt remains in the intensive care unit at the hospital, and it currently intubated, hemodynamically stable without pressor support, and in guarded, but improving condition. The lead was returned to the MFR for further evaluation. [See scanned pages.]